Event description:
International affiliate reports surgery was performed to reposition the screw due to an error in its placement which left it at an incorrect angle. Due to difficulty removing the screw, the surgeon cut the device be removed by hand. All portions of the cut screw were removed from the patient. The difficulty removing the screw resulted in a delay to the procedure of more than thirty minutes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium si polyaxial screw 6 x 45mm was returned for evaluation. Visual inspection revealed extensive damage across the entire screw. Significant thread deformation was noted on the screw neck. It was also noted that the internal drive feature was severely stripped. This damage is believed to have occurred during an attempt to remove the screw and is consistent with the reported issue. A device history record review could not be conducted as the device lot number is illegible. A 12 month review of the complaint trend analysis for the expedium screw was conducted on the family based on a similar geometric design and functionality of the shank head. It was noted that there were no related complaints for screw stripping. A root cause for the screw head stripping cannot be determined from the sample and information provided. A potential root cause may be damaged sustained to the head of the screw during aggressive insertion and/or removal, leading to the screw head deforming, stripping the screw and preventing the driver from applying the amount of torque necessary to remove the screw. No corrective and preventive action (CAPA) is necessary at this time as no systemic trend has been observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.